Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed the previous repair of the subject scope was performed on (B)(6) 2019. There was no information of accessories for reprocessing which the user uses the investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported issue could not be conclusively determined. However, the potential cause of the event can be attributed to a non-olympus cleaning accessories the user was using was broken and the fragment of the accessories got into a/w channel and eventually lodged in the nozzle. Since IFU (operation manual) instruct how to inspect a/w feeding function before use in the following item, the suggested events 1and 2 are detectable. 3.6 inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function since IFU (reprocessing manual) states the following, the suggested events 1and 2 could be prevented. 1.4 precautions: all channels of the endoscope, including the auxiliary water channel (where existing), must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation confirmed the air/water flow failed as a red colored, plastic in texture, foreign debris was determined to not originate from the concerned scope and is potentially from a non-olympus cleaning accessory which was introduced during reprocessing. The scope was last serviced via repair by olympus on november 27, 2019 for a ¿blocked channel¿. The scope was repaired to the manufacturer's specification. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed by the clinical stock administrator at the user facility that the evis lucera gastrointestinal videoscope 's "channel 4 is blocked" which was first observed during reprocessing. The device will be returned to the regional repair center; upon inspection and testing, the reported issue was confirmed as foreign debris was observed protruding from the air/water nozzle at the distal end of the scope. No patient injury, infection or clinical impact was reported.